Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2024 with three sets. The event occured after 3 or more hours of insertion (insertion made at abdomen). The set was used for six hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.